Event description:
The ge (B)(4) 9800 fluoroscopy system locked up several times during a procedure. System required a reboot to continue.

Manufacturer narrative:
A ge (B)(4) service representative investigated the issue and found incompatible software version that was upgrade to a newer version to eliminate lock-up issue. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.